Event description:
Customer just purchased ureteroscope and used for the first time. The sales rep was present. The scope shredded the sheath guidewire and basket. It appears that the working channel has jagged edge. Physician had to pull fragments of guidewire and basket out of pt's ureter. There is no report of pt injury.